Event description:
After the fastracker-18 mx infusion catheter and the transend .014" ex guidewire were inserted in the pt along the 6f catheter, the physician found that there was no tip marker present on the device. The physician was able to find the tip marker in the pt and advanced it near the left middle cerebral artery. After injection of urokinase, the fastracker-18 mx infusion catheter was switched. The platinum marker was left in the middle cerebral artery near the frontal lobe. The physician will carry out CT scan check. There was development of complication.